Manufacturer narrative:
The investigation results of the provided information were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device data information has been requested but was not available. Trend analysis: as no item number was available, the trend analysis could not be performed. Review of event description: in the journal article "cementless total hip arthroplasty in patients with osteonecrosis after kidney transplantation" it was reported that one patient was revised for extensive acetabular osteolysis at 9 year post-operative. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: osteolysis cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea conclusion: neither reference and lot numbers, x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is not possible to confirm one specific root cause for the event reported. Based on the available information, we consider the following as most probable root cause: bad patient condition. All patients had a renal transplantation combined with osteonecrosis of the femoral head prior to tha. The reported event is most likely caused by bad bone condition. The journal article also reports that the present analyses of this population demonstrate an excellent survival rate ((B)(4)% chance of survival during (B)(4) years) as well as relatively lower rates of complications due to infection, dislocation, and early failure. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical reports were provided for review x-ray pictures can be seen in the journal article. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A journal article has been received. This article was to determine the mid- to long-term survivorship of cementless metal-on-metal tha in 52 patients (74 hips) who underwent tha for osteonecrosis of the femoral head with a cementless tha. This case relates the following complication found in the journal article : one patient was implanted with unknown zimmer cup (mom hips) and experienced extensive acetabular osteolysis after 9 years of implantation. Thus the patient was exchanged to larger cementless cup using allograft. Reference: "cementless total hip arthroplasty in patients with osteonecrosis after kidney transplantation", jae-suk chang md, the journal of arthroplasty, 2013.